Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on the drive support cap. Customer advised the insulin pump was dropped, fell to the carpet, the belt clip slot broke and the drive support cap was sunk in.